Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure on (B)(6), 2010, to treat her pelvic organ prolapse. According to the physician, the patient returned three weeks post-implantation for a follow-up complaining of pain in her rear and her lower back. During this appointment, the patient presented with 3x3 millimeter mesh exposure, and was prescribed estrogen cream. Three weeks later, the patient returned for a second follow-up and the physician determined that the mesh exposure had completely resolved. It is unknown whether the pain had also resolved. Thirteen months after the implantation procedure, the patient presented with a urinary tract infection, which was successfully treated with routine antibiotics (exact type/s unknown). Per the physician, the patient has not returned to or contacted him since then. According to the complainant, following the implantation of the uphold device the patient suffered injuries including urinary and bowel problems, extreme pain, and chronic infection (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.